Manufacturer narrative:
(B) (4).

Event description:
It was reported, in sept, the pt's device was helping with his back pain but not helping with his leg pain. The pt was having good days and bad days. The device had been implanted in june. Additional info received from the pt indicated, the pt had been seen for reprogramming. The device was reprogrammed successfully after two failed attempts. The pt was happy with the results after the successful programming. In jan, the pt reported intermittent stimulation. The location of the symptoms was the pt's leg. The pt remained at home. Troubleshooting was being considered and the pt had been directed to their hcp for further eval.